Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone breast augmentation revision with two 400cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via an MRI. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient was also diagnosed with right breast seroma, post-procedure. As a result, the patient underwent bilateral removal, right breast drainage of seroma and bilateral mastopexy. The replacement devices were the following: (right) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 9527454 sn: (B)(6) and (left) 320cc mentor memorygel breast implant catalog: 3507320mc lot: 9594314 sn: (B)(6) on (B)(6) 2021, an analysis of the product's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).